Manufacturer narrative:
(B)(4).

Event description:
It was reported during device interrogation, low right ventricular pacing lead impedance was observed. No resolution was recommended or performed. The patient will continue to be followed-up. No adverse consequences were detected.